Event description:
Boston scientific crm received information that this device and a chronic right ventricular (rv) lead were associated with a remote monitoring alert for high out-of-range shock impedance measurements when the patient's monitoring system was activated. A boston scientific technical services consultant (ts) and the patient's physician discussed troubleshooting techniques, and the possibility of a connection issue with the device, lead or a lead extender. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
A boston scientific field representative subsequently reported that the out-of-range measurements began in the rv-to-ra (right ventricular to right atrial) configuration after the device was moved to the patient's abdominal area, and extenders were used between the device and lead. Impedance measurements were normal in the rv-to-device and triad configurations. A fluoroscopy did not show any observable connection issues. Defibrillation testing was conducted in the rv-to-device configuration and produced normal measurements. The physician elected to leave the system programmed to that configuration and use remote monitoring to follow future measurements.

Manufacturer narrative:
The device's reporting status is changed to serious injury from malfunction due to medical intervention to resolve the clinical observation.